Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This occurred when disconnecting from the patient line after peritoneal dialysis therapy. The patient was unable to connect from the patient line. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d1, d4 (catalog #, UDI#), g4 (510k#), h3, h6 and h11. D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was received for evaluation connected to a patient connector. A visual inspection with the naked eye was performed which observed the dark blue female connector was separated from the light blue main body. Functional tests were performed with included leak, clear passage, and clamp function testis and no issues were observed. The reported condition was verified. The cause was determined to be manufacturing related due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. Vantive has implemented a manufacturing process improvement to add more solvent to bond the insert component to the main body, thereby preventing separation between the connector and the main body. Should additional relevant information become available, a supplemental report will be submitted.